Manufacturer narrative:
Part: 323.042, lot: 9786005, manufacturing site: (B)(4), release to warehouse date: 05 february 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images. The images were reviewed, and the complaint condition can be confirmed. The threaded section of the drill guide is broken. A postoperative radiograph was provided which shows a piece of the threaded section embedded in the patient, therefore the complaint of embedded device can also be confirmed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the threaded head broke. During the examination post operation, the surgeon found that a piece of broken fragment from thread head of drill guider was left in the patient body. This report is for one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.